Event description:
This critical care senior female was intubated and sedated due to an admitting diagnosis of respiratory failure. At one point in the patient's care, the patient was observed by the respiratory therapist (rt) to not be receiving all the exhaled volumes, as compared to the setting. The ordered tidal volume was 500ml. The rt informed the intensivist and upon assessment, it was decided to exchange the ett (endotracheal tube). Upon removal, it was observed that the ett cuff was blown. The cause is unknown. After the patient was reintubated and placed back on the vent, the return volumes were still inadequate, so the decision was made by the intensivist to change out the vent machine. The patient was manually ventilated and placed on a new vent machine, and adequate return volumes were achieved. The intensivist did not want the rt to troubleshoot the vent prior to exchanging it out for a new vent. There were no further complications. The ventilator was sent to biomed for inspection and subsequently placed back into service w/o any repairs required/having been performed.